Event description:
It was reported that this pacemaker recorded a ventricular tachycardia episode due to the ventricular rate exceeding the atrial rate (v>a). Undersensed ventricular beats were observed. The sensitivity is programmed to automatic gain control (agc). The battery status is normal, and the lead measurements are satisfactory. Technical services were consulted and recommended further review. This device remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker recorded a ventricular tachycardia episode due to the ventricular rate exceeding the atrial rate (v>a). Undersensed ventricular beats were observed. The sensitivity is programmed to automatic gain control (agc). The battery status is normal, and the lead measurements are satisfactory. Technical services were consulted and recommended further review. This device remains implanted and in service. No adverse patient effects were reported. Additional information: a request for further details was submitted to the field. The field representative reported that, to his knowledge, no additional programming changes have been implemented at this time. Should additional information become available, a supplemental report will be provided.